Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported that they had to turn off the therapy for some tests, but when they turned it back on, "I was buzzing like. Seem like flying off the moon". The patient decreased the stimulation level from1.7 to 1.2, and they were still feeling a little bit on their thigh like it's throbbing. The patient confirmed that the sensation was comfortable and on the right spot. The patient mentioned that they had called a manufacturing representative but they haven't called them back yet. The patient agreed to monitor the issue and was redirected to the doctor if it persists.